Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for low blood glucose. Customer stated that she passed out, due to low blood glucose because she miscalculate the carbohydrate correctly and gave herself too much insulin. No further info was provided.